Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, there were decreased flows, abnormal waveform, and suspected clot per physician. The impella was explanted and the patient remained stable.

Manufacturer narrative:
Unwittingly, product-specific information such as lot/serial numbers, expiration/manufacturing dates, and unique device identifier number was erroneously captured on the initial medwatch report. Therefore, fields in sections d4 and h4 have been updated to correctly reflect the information of complaint device and device investigated.

Manufacturer narrative:
Impella 5.5 was returned for evaluation. Low pump flow: upon visual inspection, a large biomaterial was present at outflow cage. Some of the biomaterial was removed and the pump was run in a bucket overnight and low pump flows reproduced. Data logs were reviewed and lt logs showed pump ran without issue for 190 hours, with some suction alarms occurring. Rt log of end of case showed low flows at p-8 and pump turned onto surgical mode and. No ingestion signatures observed. Clinical details noted that decreased flows and abnormal waveforms were observed and pump was explanted. The root cause of the low pump flow could not be definitively determined per data log did not show definitive evidence of ingestion of biomaterial causing low pump flows. Thrombus: biomaterial observed on pump explant. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency) ¿relevant laboratory test results, such as coagulation profiles and platelet counts ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states) ¿medications or treatments that the patient was receiving at the time of thrombus formation ¿surgical or procedural details if applicable (e.g, cardiac catheterization) ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events) ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs confirmed the failure mode and clinical narrative. Logs showed pump ran without issue for 190 hours, then motor current (mc) spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion. Corrections to the initial MFR report: h6 impact code 4629 changed to 4627.